Manufacturer narrative:
Correction: (b5) describe event or problem - changes to information previously reported.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified artery. Following predilation, a 2.75 x 38mm synergy xd drug-eluting stent was advanced against resistance and failed to reached the lesion. It was noticed that a fracture occurred at the proximal end closest to the tip of the device. The device was completely removed from the patient's body. The procedure was completed with different device. No patient complications were reported. It was further reported that there was no damage to the delivery system and no part of the device was broken as what was previously reported. When the physician pulled out the device, a damage to the proximal end of the stent was noticed.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and mildly calcified artery. Following predilation, a 2.75 x 38mm synergy xd drug-eluting stent was advanced against resistance and failed to reached the lesion. It was noticed that a fracture occurred at the proximal end closest to the tip of the device. The device was completely removed from the patient's body. The procedure was completed with different device. No patient complications were reported.